Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced high blood glucose level of 300 mg/dl while using the cadd cleo infusion set. They noticed that the adhesive around the cannula was wet and lifting. The infusion set was leaking at the site. There was patient involvement with no harm.